Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began at the beginning of (B)(6), in the morning time. When the patient obtained the results of 230 and 165mg/dl on the subject meter performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient was unable/unwilling to say how she manages her diabetes. The patient reported that on an unknown time after the alleged product issue began she developed the symptoms of ¿shaky and sweaty.¿ the patient was unable /unwilling to say if she received any treatment. At the time of trouble shooting, the cca was unable /unwilling to confirmed if the subject meter was set to the correct unit of measure. The sample was taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.